Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement spine clamp shipped to site 09/17/2014. Medtronic investigation of returned suspect open spine clamp finds that the adjustment screw head is not stripped, as reported. However, it appears that the adjustment screw has been replaced with a screw that is slightly shorter, with a larger hex head and a smooth surface around the edge. As a result of the non-standard part, the standard adjustment tool will not fit this screw head, only spinning in place giving the illusion of a stripped hex head. Mechanical failure - non-standard part - directly caused event.

Event description:
A medtronic representative reported a damaged open spine clamp, the screw that tightens the instrument clamp appeared to be stripped. No further details regarding the damage, or how it occurred, were provided. The site requested a replacement. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.